Manufacturer narrative:
Additional information d4, h3, h6 and h10: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of pump was not pumping (delivering any fluid) could not be verified as the device experienced a constant unrelated alarm. The device will be calibrated and required to pass all testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not pumping (delivering any fluid) but logs still indicated that it was delivering fluid. The patient was receiving 100mg of thymoglobulin over 8hrs for a total volume of 500ml. The infusion was progressing as programmed and according to policy. The registered nurse (rn) went to check when pump indicated infusion complete and total volume given showed 500ml, but there was medication left in the bag. After consulting with charge nurse, the rn reprogrammed the pump to allow remaining medication to infuse into patient, the total volume then read 532ml. The rn then flushed with 18ml normal saline through line per protocol and disconnected tubing from patient. The event happened during delivery in the pediatrics department. There was no known patient injury or medical intervention associated with this event. No additional information is available.